Event description:
The cover to the suction canister imploded after suction applied.no patient involvement. Failure occurred during scheduled annual planned maintenance inspection.canisters are stored on the portable suction pumps on crash carts parked in patient care areas and hallways.we have also experienced two other similar failures.manufacturer response (as per reporter) for suction cannister, (brand not provided)I have reviewed our device history records and could find nodiscrepancies. The failure you encountered with this canister is almostcertainly due to embrittlement from uv degradation. Bemis instituted a 3year expiration date on canisters starting in 2007 specifically due tofield failures of canister covers caused by uv degradation which wereput into use on code carts and left in place over 7 years, some as longas an estimated 10-15 years. We were surprised to say the least thatthere were so many institutions that weren't changing out canisters morefrequently.yours is the first documented failure of a cover within the three yearperiod. We are continuing to test our product, but unfortunately it is avery lengthy process in order to get 'real' data. Accelerated uv testinghas not proven to be useful.

Event description:
The cover to the suction canister imploded after suction applied.no patient involvement. Failure occurred during scheduled annual planned maintenance inspection.canisters are stored on the portable suction pumps on crash carts parked in patient care areas and hallways.we have also experienced two other similar failures.manufacturer response (as per reporter) for suction cannister, (brand not provided)I have reviewed our device history records and could find nodiscrepancies. The failure you encountered with this canister is almostcertainly due to embrittlement from uv degradation. Bemis instituted a 3year expiration date on canisters starting in 2007 specifically due tofield failures of canister covers caused by uv degradation which wereput into use on code carts and left in place over 7 years, some as longas an estimated 10-15 years. We were surprised to say the least thatthere were so many institutions that weren't changing out canisters morefrequently.yours is the first documented failure of a cover within the three yearperiod. We are continuing to test our product, but unfortunately it is avery lengthy process in order to get 'real' data. Accelerated uv testinghas not proven to be useful.